Manufacturer narrative:
This follow-up report is sent to correct the product code in section d2. Our intial report stated code ksz when the correct code should have been qhs.

Event description:
The customer reported a false negative dat result on very weak positive samples when using ahg anti-igg soldiscreen ii on tango infinity. His both tango instruments showed that issue. The customer stated that of the 3 false negative dats, 2 were due to abo and another was an actual anti-igg dat. This customer only runs dats on cord blood samples. He used coombscell e as the positive control and the qc passed okay.. This customer has been running cord blood dats since install 1.5 years ago and only now is having these issues. The customer provided result images that show negative to intermediate reactions and the tango infinity is correctly calculating those as negative results. The last preventative maintenance was on (B)(6) 2020. Our field service engineer was on site inspecting the instrument. He also replaced the light source for the measurement chamber. After performing calibration and adjustments, running qc and patient samples the instrument was confirmed to operate within specifications. He also collected the files and ran qc and verified the instrument is working within specifications. Post adjustment camera setting values are within acceptable range. The customer said to send in the allegedly defective product for investigational testing. Our quality control laboratory is still waiting for the supposedly defective product and the patient samples that caused false negatives. Testing of the retention sample is ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We are not in the position to provide a conclusive statement. From today's perspective we can say that the instrument is working within specifications. The root cause analysis is still ongoing.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative dat result on very weak positive samples when using ahg anti-igg soldiscreen ii on tango infinity. His both tango instruments showed that issue. The customer stated that of the 3 false negative dats, 2 were due to abo and another was an actual anti-igg dat. This customer only runs dats on cord blood samples. He used coombscell e as the positive control and the qc passed okay. This customer has been running cord blood dats since install 1.5 years ago and only now is having these issues. The customer provided result images that show negative to intermediate reactions and the tango infinity is correctly calculating those as negative results. The last preventative maintenance was on april 06, 2020. Our field service engineer was on site inspecting the instrument. He also replaced the light source for the measurement chamber. After performing calibration and adjustments, running qc and patient samples the instrument was confirmed to operate within specifications. He also collected the files and ran qc and verified the instrument is working within specifications. Post adjustment camera setting values are within acceptable range. The customer said to send in the allegedly defective product for investigational testing. Our quality control laboratory is still waiting for the supposedly defective product and the patient samples that caused false negatives. Testing of the retention sample is ongoing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We are not in the position to provide a conclusive statement. From today's perspective we can say that the instrument is working within specifications. The root cause analysis is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false negative dat result on very weak positive samples when using ahg anti-igg soldiscreen ii on tango infinity. His both tango instruments showed that issue. The customer stated that of the 3 false negative dats, 2 were due to abo and another was an actual anti-igg dat. This customer only runs dats on cord blood samples. He used coombscell e as the positive control and the qc passed okay.. The customer provided result images that show negative to intermediate reactions and the tango infinity is correctly calculating those as negative results. The log files did not show any issue relevant abnormalities. Our field service engineer was on site inspecting the instrument. He also replaced the light source for the measurement chamber. After performing calibration and adjustments, running qc and patient samples the instrument was confirmed to operate within specifications. He also collected the files and ran qc and verified the instrument is working within specifications. Post adjustment camera setting values are within acceptable range. The customer returned nine patient samples for investigation. At the time our quality control laboratory received the patient samples the supposedly defective product was already expired. Therefore our quality control laboratory tested the patient samples with anti-human globulin (ahg) anti-igg lot 8940080-05 on tango infinity. Due to the gross hemolysis of the patient samples the reactions could not be evaluated, neither by tango infinity nor visually. Our qc lab tested their retention sample of ahg anti-igg soldiscreen ii of the affected lot for potency and specificity including the direct antiglobulin test (dat) within its shelf life. The test for potency was done in parallel with a reference lot (lot 8940080-05). Both lots showed comparable results. All acceptance criteria were met. We did not observe any false negative result. Based on testing of our quality control laboratory there is no indication for a reagent malfunction. The retention sample reacted as expected, the complaint sample was not available for investigation. A review of the batch record documentation showed no irregularities which might have negative influences on the quality of the allegedly defective lot. Also from the instrument's perspective, based on current information, data and report from our field service there is no indication for an instrument malfunction. The service engineer confirmed a proper function of the instrument. The reported problem is likely related to sample specificities.